Manufacturer narrative:
Manufacturer's investigation conclusion the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 04:21:06 to (B)(6) 2021 09:49:18, per the timestamp. Throughout the captured data, 19 intermittent pump-stop events were captured on (B)(6) 2021 and (B)(6) 2021 while the patient was supported by both the power module and batteries. These alarms appeared to be consistent with the reported driveline damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 11apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. A review of these log files revealed low speed advisory, low speed hazard, and pump stops. This type of behavior has been linked to potential issues with the percutaneous lead.